Event description:
The pt reported that his catheter had become loose 3 times. The physician left the catheter in his spine. The pt needed a spinal myelogram with contrast. The pt was concerned about his spinal anatomy and doing a traditional spinal myelogram. The pt stated that he had scar tissue and a plate implanted that were going to make the procedure difficult. The pt was at home. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See also MFR's report # 3007566237-2010-03874.

Manufacturer narrative:
(B)(4).